Manufacturer narrative:
The customer reported the suspect uim component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect uim component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported a blank display on the user interface module (uim) of this ventilator device, while in patient use. The customer stated no patient harm or injury was associated with this event.